Event description:
It was reported that the user paused insulin delivery to play golf and subsequently observed a cracked, unresponsive ilet screen, which prevented unpausing the pump; the event was consistent with a device display/control interface failure associated with a damaged enclosure component. Symptoms included no reported adverse clinical effects. Outcomes included transition to backup insulin therapy using pens with no alarms reported. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed a physical screen break leading to loss of touch responsiveness, consistent with mechanical damage to the display assembly and resultant inability to control insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external impact or stress.